Event description:
The veteran was ordered a neurologic device, nerivio infinity, for headache relief. The device was charging prior to use and exploded while charging. The device fell onto the veteran's floor and burned his carpet. The veteran brought the device into the neurology clinic at (B)(6) medical center. The company has been alerted to the event.